Manufacturer narrative:
G.2 added selection that was inadvertently omitted from the initial report that was submitted. The root cause of the cardiogenic shock/thrombosis was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient implanted with an impella cp endured cardiogenic shock with a "possible" relationship to the impella device used: ¿upon arrival to the cicu, patient was lethargic. His lab were pertinent for a lactic acid of 7>7.9, given worsening lactate, he was started on dobutamine¿. The patient recovered with no sequelae. Additionally, the patient endured a right common femoral artery (cfa) thrombus with a "possible" relationship to the impella device used: ¿we then performed right cfa angiogram through 4f microsheath in the cfa which revealed mobile clot in the right cfa extending into the right profunda and superficial femoral artery. Subsequent thrombectomy was performed via left femoral access (vascular surgery assisting) using pounce thrombectomy system. Successful thrombectomy x2. Distal runoff of entire superficial femoral artery with patent vessels down to plantar arch. Palpable dorsalis pedis and posterior tibial pulses post-thrombectomy. Impella was eventually removed and pt found to have r femoral artery clot, for which vascular surgery did a thrombectomy and patient was started on lih.¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."